Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that her blood glucose was 108 mg/dl. Customer stated that her sensor was alarming lost sensor and the sensor cannula was bet. Nothing further was reported.